Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed bad battery, failed battery test, and no delivery. The blood glucose was unavailable. The customer stated that he needed to use several batteries before he was able to successfully get the insulin pump to work upon battery replacement. He noted that the no delivery alarms occurred during bolus attempts and infusion set changes. Advised the customer to call when the issues were occurring in order to properly troubleshoot. Nothing further reported.